Manufacturer narrative:
Supplemental due to additional information on lot number received.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician was treating a lesion in the mid iliac artery, however the incorrect pta evercross balloon sizes were shipped and the appropriate size evercross pta balloons needed for a pre-dilation of the iliac artery prior to stent placement were not available. Using a larger balloon resulted in a dissection and perforation of the iliac artery and subsequent placement of a covered stent instead of a bare metal stent. An investigation of the non-returned pta evercross balloon of a dissection and perforation could not be confirmed. Customer complaint of a shipping error of an incorrect balloon size could not be confirmed at this time. The device was not received for evaluation, lot number or product ID. No cine images or procedure notes were received. The root cause of the customer experience of a dissection and perforation of the iiac artery resulting from the use of an incorrect size balloon catheter could not be determined.